Event description:
Follow-up identified surgery took place (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing overstimulation at the ipg site. In addition, the patient alleges the battery appears to be poking out of the skin. Reportedly, surgical intervention may be undertaken as the next course of action.